Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced pre-syncope. During the device check, noise was observed on the rv lead. The noise was oversensed and resulted in pacing inhibition. The patient was hospitalized pending a lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and this lead was surgically abandoned. A new boston scientific rv lead was implanted. It was reported that the pacemaker was also explanted and replaced during this procedure. No additional adverse patient effects were reported. The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.